Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log file. The modular cable (lot number: 8356982) was returned for analysis, and log files were submitted for review. Data from the reported event date of 25nov2024 was reviewed. At 04:11:51 while connected to the mobile power unit (mpu), a driveline power fault alarm activates due to a pwr_a_broken fault. This driveline power fault alarm is active until the end of the log file. At 10:38:59 on (B)(6) 2024, the driveline is disconnected for a system controller exchange. There were no other notable events active in the log file. Pump operation was not affected. The modular cable (lot number: 8356982) was functionally tested and passed all testing. The modular cable was connected to the returned system controller (serial number: (B)(6) , pump, patient cable, power module, and system monitor. The modular cable was connected and disconnected from the system controller and pump cable several times without issue. The returned modular cable and system controller were able to run a mock loop for extended operation without issue. The modular cable was then connected to mock loop and was able to operate the system for an extended period of time. The reported driveline power fault alarms were not reproduced. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the modular cable (lot number: 8356982) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with driveline fault alarms and their log files were sent in for evaluation. The patient was previously seen (B)(6) 2023 with the same issue (per-(B)(4)). Following review of the log files, it appeared there were driveline power fault (power a fault) alarms on (B)(6) 2024 and continued through the remainder of the log file. Tech services recommended a modular cable and system controller replacement in order to resolve the issue whenever the patient is able to tolerate a brief pump stop. There were no other notable alarm conditions and the ventricular assist device (vad) operated as intended. The site later communicated that the system controller and modular cable were exchanged. Additional log files were reviewed following the exchange, which revealed that the driveline fault alarms cleared following the exchange. The patient tolerated the exchange well and was minimally symptomatic. There were no bent pins or obvious signs of damage noted on the previous modular cable. The event log captured routine events following the exchange.